Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had an issue with their green navlock tracking not fully locking to their probes. User reported that during a case friday, the site had an issue where the straight thoracic probe became stuck inside the navlock tracker. He confirmed that thenavlock remained loose when trying to lock several other probes to it. There was no patient during recent event.